Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
The customer reported that the battery charging led is not lit. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Per biomed, he replaced the user interface board and cable to address the reported issue. The biomed did notice a connection that came loose and I re-attached during replacement of the user interface board. The device passed all checks with no further issues.